Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory notifier. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. After firmware download, normal device function resumed. The patient was in stable condition.